Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that when the user aspirated blood through the distal lumen with the syringe after catheter placement, air was aspirated together with blood. The catheter was replaced.

Manufacturer narrative:
Qn#(B)(4). The customer returned one multi-lumen psi kit with lidstock for evaluation. The catheter contained obvious signs of use in the form of biological material. No obvious defects or anomalies were observed on the catheter. The total length of the catheter measured to be 100mm which is within specifications of 98-102mm per product drawing. The outer diameter of the catheter body measured to be 4.66mm which is within specifications of 4.59-4.71mm per product drawing. A functional leak test was performed using the returned mac catheter and snaplock adapter with a lab leak tester. The proximal end of the catheter was inserted into the snaplock adapter which connected to the lab leak tester and the distal end was occluded. The pressure was increased to 40kpa and maintained for 30 seconds. No leaks were detected from the hemostasis valve. A device history record review was performed with no relevant findings. The IFU provided with this kit precautions the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Do not place staple over access device body or extension lines except at indicated anchoring location to minimize the risk of damage to access device. To minimize the risk of cutting access device, do not use scissors to remove dressing.". The customer report of a catheter leak was unable to be confirmed by functional testing of the returned catheter. The catheter passed a leak test where the pressure was increased to 40kpa and maintained for 30 seconds and no leaks were detected from the hemostasis valve or anywhere else. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, no problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that when the user aspirated blood through the distal lumen with the syringe after catheter placement, air was aspirated together with blood. The catheter was replaced.

Manufacturer narrative:
(B)(4). The device (catalog # mto-11142-aj) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
It was reported that when the user aspirated blood through the distal lumen with the syringe after catheter placement, air was aspirated together with blood. The catheter was replaced.